Event description:
The customer claims there was an error 1000 displayed on the screen while switching on the machine. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer claims there was an error 1000 displayed on the screen while switching on the machine. There was no patient involvement. Philips evaluated the device and confirmed the fault. Replacing the power pca resolved the failure. The device passed all post service testing.